Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 31 mg/dl at the time of the incident. The customer was treated with carbohydrate. Customer stated that the insulin pump had failed battery test alarm. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.